Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection and drainage at the abutment site. Subsequently, the patient was prescribed oral antibiotics (date not reported). The implanted device remains.